Manufacturer narrative:
An event of electrocardiogram (EKG) abnormalities was reported. It was also reported that the patient became dizzy and faint, but the feeling disappeared after sitting down. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on additional information received, the surgical intervention was performed to implant permanent pacemaker.

Event description:
Crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022 a 35mm portico ng/navitor titan valve was implanted into a patient. The final non-coronary cusp implant depth was 3mm. On (B)(6) 2022, the patient became dizzy and faint. After sitting down, the feeling disappeared. The patient had an electrocardiogram (EKG) performed and there were abnormal readings shown as pauses. The patient had the medication coreg reduced to 3.125 mg. It is thought that the readings could possibly be related to the valve. No allegation of malfunction has been made against the device. On (B)(6) 2023, the decision was made to implant a permanent pacemaker. The patient is reported to be stable and discharged at the time of report.